Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was actually 49 mg/dl and customer tried to calibrate but she received a calibration error. Customer treated the low with orange juice and sugar. Customer's blood glucose was then tested at 109 mg/dl and she was still receiving a calibration error. Customer stated that she was not experiencing intermittent calibration error alerts. Customer was advised to monitor the issue and to calibrate 3-4 times a day.

Manufacturer narrative:
The event in the initial report was reported under the incorrect device. The correct device information and additional information has been provided in this report.

Event description:
The customer declined troubleshooting assistance. Customer stated she knew why she was low. Customer stated it was likely due her treating for her 251 mg/dl and she didn't eat. The customer is not returning the insulin pump for further analysis.